Event description:
During the surgical procedure to remove wisdom teeth impactions, the handpiece was smoking, became hot and lost power. No injury and minimal delay of 5 minutes in the procedure reported.